Manufacturer narrative:
(B)(4). Visual examination of the set screw revealed that the threads were torn and peeled off. Threads were sheared off from the setscrew and the direction of the progression lines is consistent with torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the set screw cannot be determined. This damage may have occurred due to cross-threading a set screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While using straight pedicle probe 279702010 making pilot hole in the ileum, probe was removed and noticed that distal tip was bent. This probe was removed from field and replaced with backup probe. During insertion of iliac screw, 179712985, the expedium quick connect driver, 279712400, sheared off the distal tip of driver into the shank of the polyaxial screw. The driver was removed from the screw and then from the field. The tip of the driver was left inside the shank of the screw as there was no such way to remove as it was wedged inside and broken off flush with the screw. This did not affect surgery outcome. Driver removed from field and replaced by backup driver. The 179771555 connector was used in construct to connect a rod to a rod. When placing set screw 179702000 into connector, threads of set screw sheared off into connector and damaged threads in connector making it unusable. Both the connector and set screw were removed and replaced with new implants. No further issues noted. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.